Event description:
It was reported that the patient was experiencing a surging sensation while walking. The patient stated that the "surge was knocking him down once a day and it seemed to reset when he's lying down." It was noted that this began about 1.5 months ago. The patient indicated that there was not a known accident attributed to this event. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n269611, implanted: (B)(6) 2010, product type accessory. (B)(4).